Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and cleaned and inspected the collet in the reported problem area of the pipette assembly. Inspected all other collets and no problems were observed. Unable to recreate condition in service or operational software. Instrument was inspected, tested without problems. No repairs needed. Instrument is operating as expected.